Event description:
It was reported the patient experienced urge incontinence and frequency. They leaked two to three times a day. They did not always feel empty, but would then have a bowel movement. When the patient put off voiding, they would leak more. They would leak on their way to the bathroom. The patient also experienced stress incontinence. They had turned their stimulation off and on again. The patient also experienced leg and hip pain, weight loss, blurry vision, hearing loss, left calf edema, swollen ankles, abdominal pain, diarrhea, numbness, tingling, acute cystitis, and atrophic vaginitis. It was reported the patient¿s therapy had not worked for them for one and a half years. They had a gradual loss of stimulation. The patient had a bladder infection. Reprogramming could not be performed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received indicated that the health care provider asked when the patient's device was last interrogated and when it should be interrogated next. The reporter stated the patient did not feel as though her device was working. The reporter was not comfortable with working the patient's external equipment.

Manufacturer narrative:
Concomitant medical products: product ID: 748910, serial# (B)(4), implanted: 2008, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID; 3093-28, lot# v072737, implanted: (B)(6) 2008, product type: lead. Product ID: 3093-28, lot# v073596, implanted: (B)(6) 2008, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)